Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." The returned controller passes functional testing but fails visual inspection. Both power port connectors were found slightly loose from the controller housing. However, both ports perform proper mating and lock actions when the power sources were connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process; which is still being investigated. Review of the log files reveals occurrences of switching events prior to the 25% threshold. These events could be related with the patient use pattern or due to communication error between controller and batteries. This issue is being addressed by : one controller was returned for evaluation various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event review of the manufacture heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that by a us site that the patient is complaining of hearing intermittent beeping from his controller occasionally at night. The site was unable to duplicate the alarms with power sources and log files seemed to show normal usage. The site and patient felt more comfortable changing the controller. The controller was replaced and there was no consequence on the patient. No additional information is available.